Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) uncontrolled diabetes [diabetes mellitus inadequate control] not receiving insulin in his bloodstream,insulin was not being administered at all. [Device failure] device was defective [device defective] case description: this serious spontaneous case from india was reported by a other health care professional as "uncontrolled diabetes(loss of control of diabetes)" with an unspecified onset date, "not receiving insulin in his bloodstream,insulin was not being administered at all.(device failure)" with an unspecified onset date, "device was defective(device defective)" with an unspecified onset date, and concerned a 65 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg (insulin aspart, insulin degludec) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index not reported current condition: diabetes mellitus, hypertension, dyslipidemia. On an unknown date, despite using the pen as instructed for 7-8 days, patient was not receiving ryzodeg insulin in his bloodstream. This failure put his life at grave risk as he experienced episodes of fainting in public due to hyperglycemia and had to undergo emergency blood sugar checks (blood glucose), which confirmed that the ryzodeg insulin was not being administered at all. When it was realised, the device was defective, the pen was returned to the pharmacy. On (B)(6) 2025, patient was admitted to the ICU for the complaints generalized weakness (since 1 day),2 episodes of vomiting (since 1 day), 3 to 4 episodes of loose stools (1 day) final diagnosis provided as uncontrolled diabetes with hba1c (glycosylated haemoglobin) 9.2 %. Routine ICU care was given. All routine investigations (investigation) performed and noted, t/p/r and bp monitoring (blood pressure measurement) were done regularly on (B)(6) 2025, patient was discharged. Batch numbers: novopen 4: requested ryzodeg: requested action taken to ryzodeg was not reported. The outcome for the event "uncontrolled diabetes (loss of control of diabetes)" was recovered. The outcome for the event "not receiving insulin in his bloodstream, insulin was not being administered at all. (Device failure)" was unknown. The outcome for the event "device was defective (device defective)" was unknown. Reporter's causality (novopen 4) - uncontrolled diabetes (loss of control of diabetes): unknown not receiving insulin in his bloodstream, insulin was not being administered at all. (Device failure): unknown device was defective (device defective): unknown company's causality (novopen 4) - uncontrolled diabetes (loss of control of diabetes) : possible not receiving insulin in his bloodstream, insulin was not being administered at all. (Device failure): possible device was defective (device defective): possible reporter's causality (ryzodeg) - uncontrolled diabetes (loss of control of diabetes) : unknown not receiving insulin in his bloodstream, insulin was not being administered at all. (Device failure): unknown device was defective (device defective): unknown company's causality (ryzodeg) - uncontrolled diabetes (loss of control of diabetes) : possible not receiving insulin in his bloodstream, insulin was not being administered at all. (Device failure): possible device was defective (device defective): possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated references included: reference type: e2b company number reference ID#: (B)(4). Reference notes.

Event description:
Case description: batch numbers: novopen 4: requested. Ryzodeg: rs6me12. Investigation result: name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number: rs6me12 the reported batch number was not valid. No conclusion could be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information batch no updated for ryzodeg device narrative updated "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.